Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump was reanalyzed for low battery and power loss error alarms. Active current: .1864 a / sleep current: 0.67 ma. The insulin pump powered up properly after battery installation. The insulin pump was received with operating's currents within specification. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded pump history files. No unexpected power loss alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected, occurred every 4 hours and low battery alarm. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm the pump error 25. However, power loss alarm and low battery alarms was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window and case. The insulin pump was missing the serial number label.